Event description:
It was reported by the customer that during performing test on the cardiosave intra-aortic balloon pump (iabp) had overheating error. There was no patient involved.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h6 (medical device - problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor (0119-00-0236) because the old one was running at very high speeds and generating high temperatures. Both 70mm 6"cable assembly fans (0012-00-1564-01) were replaced as they were unable to dissipate the heat. The ac power cord reel (0012-00-1688-22) was replaced as it was unable to retract. Tests were performed according to the corresponding checklist. The iabp was then suitable for use.